Event description:
It was reported to covidien in 2008 that a customer had an issue with a uvc. The customer reports that the catheter had droplets of fluid noted at the junction of the primary and secondary site. Customer reports the leak appeared to be in the primary infusion line. Catheter had been placed for 4 days. Catheter was removed when leak was found. Peripheral IV was placed instead. Patient discharged 1 day later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.